Manufacturer narrative:
The pump was received with normal operating currents and passed the unexpected restart error, self-test, displacement, rewind, basic occlusion, prime and excessive no delivery test however, received motor error alarm during occlusion test due to moisture damage force sensor resistor. The motor passed the motor test. There was no moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. There was no crack on the lcd glass noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to fluids and was cracked on the display. The customer's blood glucose level at the time of incident was 180mg/dl. The customer states there was fluid under the lcd display. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.